Manufacturer narrative:
Taper ii. Based on the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis results are pending at this time. Device labeling address the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."

Event description:
Reported as a port leak. "We took out only the port component, not the entire band." Follow up findings from the doctor: "diagnosed leak with lack of fluid."